Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that following patient repositioning, an implanted impella rp flex pump experienced a drop in flow rate and spike in motor current. No clot was visible via echocardiogram. As a result of the noted issue, the decision was made to explant the device. There was no patient harm.